Event description:
During the procedure, the reservoir overflowed. The physician completed the procedure with another hyrdothermablator procedure set. There was a fluid leak and some redness on the cervix. The phycian indicated that is was only a first degree burn if that. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. The hta users' manual on pages 5 - 7 indicates the warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. Pages 38 and 40 which reference the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. Product disposed